Event description:
A user facility reported to olympus that all of the lights on the front panel were flashing. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found the scope socket locking mechanism and the scope detection slide failed, causing the front panel to blink continuously. In addition, it was noted that the front panel was chipped and the lamp life was determined to be at 500 hours or more. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of all the lights on the front panel blinking could not be identified. However, it¿s likely the cause is related to a faulty circuit board. Olympus will continue to monitor field performance for this device.